Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and "local" calcified right coronary artery. A 12mm x 4.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. The balloon was first inflated to 10 atmospheres and on the second inflation the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.; the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).